Event description:
It was reported that during a da vinci assisted surgical procedure, during the release of the clamps, the tissue in the jaws of the stapler sureform 60 was pushed forward. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sureform 60 stapler instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Verification of the event details via system logs cannot be performed at this time because a full instrument lot sequence number was not provided by the customer. This complaint is being reported based on the following conclusion: it was alleged that the tissue in the jaws was pushed forward. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "during the release of the clamps, the tissue in the instrument jaws was pushed forward". Logs appear to be incomplete as there is partial data on the 7th fire when used on (B)(6) 2022 using system sl0201. Logs do not show a clamp or fire data despite the instrument having 5 fires remaining. The instrument was placed on a test system with a new reload. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. Clamp and fire tests passed and staple formation on test sheet was proper. Isi has also received the green reload associated with this complaint and completed investigations. The reload was found to have the knife exposed within the knife track. The root cause is attributed to a component failure. The reload was found to have a firing failure. Logs appear to be incomplete as there is partial data on the 7th fire when used on (B)(6) 2022 using system sl0201. Logs do not show a clamp or fire data despite the instrument having 5 fires remaining. Additional observation not reported was the knife of the reload was found with an indentation to the blade edge. The root cause is attributed to mishandling/misuse. Failure analysis found the additional failure of blade damage to be related to the customer reported complaint.